Event description:
Boston scientific (B)(4) received information that this pacing system exhibited noise on the atrial and ventricular channels during a wound check. There was no evidence of pacing inhibition. No adverse patient effects were reported.